Manufacturer narrative:
Return of the tracheostomy tube for failure investigation has been requested. The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number. If the tube is returned and failure investigation results provide significant info, a follow-up report will be submitted.

Event description:
The flange separated from the tube and the doctors made the decision to the tie down the tube and leave it in the pt. The tube was removed and replaced.